Manufacturer narrative:
Clinical sensitivity testing was performed using an in-house retained reagent kit of the architect hbsag qualitative confirmatory assay lot 60371fn00 (no returns were made available from the customer site). All results met specifications indicating acceptable performance of this lot. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag qualitative confirmatory assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient's serum sample generated repeat (B)(6) results with the architect (B)(6) assay on an architect i1000sr analyzer. The sample then confirmed (B)(6) with the architect (B)(6) confirmatory assay ((B)(6) neutralization). The sample was then sent to a reference lab where it tested (B)(6). There was no sample left for pcr analysis and the patient was discharged. The customer states that they recently passed a cap proficiency survey for this marker without issues. All results generated for the current patient sample were taken from the original sample tube. Other markers tested from this sample with results: (B)(6). This patient also has an elevated ldh at 334 u/l. The customer also states this issue has occurred in the past with other patient samples but does not have any information available. Controls have remained within specifications on all runs. The customer requested a service call. There is no known impact to patient management. No suspect results were reported from the lab.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.